Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was a broken pulse wire from the solder connection on the dn to rear cable. The root cause unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.